Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An actual sample showing 2 single explanted thread segments was received for evaluation. Segment 1 was in curled condition shows a cut end and a broken end with appearance of previous existing knot. No anomalies were detected on this segment which could have caused the breakage. Segment 2 shows a surgical knot with 3 ends. A cut end was detected at the longer end with tiny damages (stress-induced) on the segment. This appearance was also observed at one short end with broken appearance and directly at the surgical knot. The other short end has cut appearance. The event could not be replicated during failure investigation. The effective date of the stress-induced formation of the damages on the thread segment which are not detected directly at the broken ends could not be determined.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a surgical procedure and suture was used on the abdominal wall. After 3 days the suture broke.